Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump alarmed motor error twice during a rewind attempt. The customer also reported that the insulin pump alarmed many no delivery alarms. He stated that he had 4 hypoglycemic events, which he believed were caused by overdosing on insulin. The blood glucose reading was 50 mg/dl. No significant events leading to the alarm were observed. The customer also observed lots of vibration from the device during the rewind process. Advised discontinuation of the insulin pump. Nothing further reported.